Event description:
It was reported that the deep brain stimulation (dbs) patient presented with redness, swelling and infection at the lead and burr-hole cover (bhc) scalp incision site. It was noted that the infection was not device related however the cause is unknown per the physician's opinion. The patient underwent a procedure in which the dbs leads, and bhc were removed. Analysis of the devices was not performed as they were retained by the facility. The patient was prescribed antibiotics and has fully recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7082603, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 27243761, UDI: (B)(4).